Event description:
The customer reported to olympus, the distal end cover unknowingly separated from the endoscope and was left inside the patient after an endoscopic retrograde cholangiopancreatography. After the procedure, the patient had difficulty swallowing and a decreased level of consciousness. A bedside swallow study was ordered with speech [therapy]. During the swallow evaluation, the patient coughed up mucus and a piece of plastic resembling the distal end cover. After this event, the patient was able to speak more clearly and swallow better. The customer reported the staff is unable to confirm the distal end cover was 100% securely attached to the endoscope at the start of the procedure as this is a new step. The procedure was completed without any issues. This event includes 2 reports: patient identifier (B)(6): for the distal end cover, maj-2315 with lot h1922 (sterile lot h219065) patient identifier (B)(6): for the endoscope, tfjq-190v with serial (B)(4). This report is 1 of 2 for patient identifier (B)(6): for the distal end cover, maj-2315 with lot h1922 (sterile lot h219065).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This report has been submitted by the importer under this MDR report number 2951238-2022-00398.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. To date, no device was returned to olympus for evaluation. The legal manufacturer tried to replicate the reported failure using a similar device with a lot number h1412 and confirmed that the distal end cover will never come off when it has no damage, and it was properly attached to the endoscope. A review of the device history record (DHR) for lot number h1922 was performed and not manufacturing problem was noted during the production of the subject device. A review of the complaint database revealed that this is the first occurrence with the reporting facility. Since the subject device was not returned to olympus, the legal manufacturer cannot confirm whether the tip cover was damaged. Based on the cause analysis performed by the legal manufacturer these two points are known: it was not possible to confirm that the distal end cover was correctly attached to the endoscope. The distal end cover that fell off was not damaged. Based on this information, the following can be inferred as the cause of the distal end cover falling off: since the distal end cover was not properly attached to the endoscope, it was inadequately fixed to the endoscope, and it came off. As described in the instruction for use ¿please make sure that the distal end cover is intact without any problem before installation, and it has no damage (crack) after installation.¿ no additional non-conforming products has been identified in-house or in the field.

Manufacturer narrative:
This report is being supplemented to provide a correction to the legal manufacturer's final investigation and a correction to h4 and h6. H4: information added to this field was inadvertently not included on the initial medwatch. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual. The indicated event was not reproduced. (Maj-2315 lot h1412 was used for reproduction confirmation). The parts supplier conducts sampling inspections of three (3) parts for each production lot and confirmed the parts conformed to the specifications. Quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. From the information provided: ·it was not possible to check whether the tip cover was properly attached when attaching to the scope. ·there was no damage to the tip cover that fell off. The root cause of the issue could not be conclusively specified. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product had not been returned, and the details of the occurrence situation could not be confirmed, therefore, the cause could not be determined. The probable cause was likely the following: because the tip cover was not properly attached to the scope, it was not sufficiently fixed to the scope and easily came off. Complaint history review: the same issue occurred at the same facility before under patient identifier (B)(6). A similar complaint from another facility was patient identifier (B)(6). The instructions for use (IFU) provides the following guidelines: as described in the IFU "7.3 attaching the distal cover" (p.11 to p.13): please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover. Olympus will continue to monitor for similar complaints.

Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.